Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('crippling back pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included smoker (smoker for 20 years. Quit since 9.5 months.). On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), anxiety ("anxiety attack"), pneumonia ("double pneumonia") and abnormal loss of weight ("lost 15 pounds in 10 days"). The patient was treated with surgery (hysterectomy, removal of essure). Essure was removed. At the time of the report, the back pain had resolved and the anxiety, pneumonia and abnormal loss of weight outcome was unknown. The reporter considered abnormal loss of weight, anxiety, back pain and pneumonia to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received: reporter was added. New event weight decreased was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('crippling back pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included smoker (smoker for 20 years. Quit since 9.5 months). On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), anxiety ("anxiety attack") and pneumonia ("double pneumonia"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the back pain had resolved and the anxiety and pneumonia outcome was unknown. The reporter considered anxiety, back pain and pneumonia to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-apr-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('crippling back pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included smoker (smoker for 20 years. Quit since 9.5 months.). On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), anxiety ("anxiety attack") and pneumonia ("double pneumonia"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the back pain had resolved and the anxiety and pneumonia outcome was unknown. The reporter considered anxiety, back pain and pneumonia to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.